Event description:
When trying to pull a pgw .018 sv short 300cm st reflex steerable guidewire out of the catheter it was not possible. After intense manipulation the deflectable tip detached from the core wire. Afterwards the physician did get the lost piece out with another catheter. Afterwards the physician did get the lost piece out with another catheter. The procedure being performed was a btk intervention. The product was not resterilized. The wire was removed from the dispenser by the distal floppy end. The wire was not kinked or damaged in any way prior to insertion into the patient. It was not re-shaped by the user and was not used for treatment of another lesion prior to the event. The lesion was a cto, very distal, near the plantar loop; patient has pad stadium IV. There was no ¿drilling¿ or ¿jack-hammer¿ technique used to recannulize the vessel. The event occurred after balloon dilatation, when removing the wire from the vessel. The wire tip was visible on fluoro throughout the procedure. There was no difficulty tracking the wire through the vessel or lesion. The wire did behave ¿normally¿. There was no resistance/friction between the wire and other devices, during insertion or during withdrawal into another device. The wire did not kink while being used. The wire was not advanced through the struts of an existing stent. The wire tip did not repeatedly prolapse during placement and did not remain in a prolapsed position during treatment of the lesion. The wire tip was advanced into the distal vasculature. The wire did not become fixed or caught at any time prior to the event and was not torqued against resistance. The patient is doing well, wound healing due to successful intervention has already started; nothing remained in the patient from the complaint product.

Manufacturer narrative:
(B)(4). This device is available for analysis (preliminary evaluation indicates "distal tip detached and stretched" but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a percutaneous transluminal angioplasty, the distal tip of a 0.018¿ 300cm sv st guidewire separated. It was retrieved with another catheter and the procedure completed with no reported patient injury. The event involved an interventional procedure on a target lesion located in the plantar loop. This lesion was described as a chronic total occlusion and very distal. The site reported that the guidewire had not been re-sterilized. The guidewire was removed from its¿ dispenser hoop by the distal floppy tip. The device was inspected prior to use and no kinking or damage was noticed. The physician did not re-shape the distal tip and the wire had not been used on another vessel or lesion prior to the event. The site reported that the guidewire had not been used in a ¿drilling¿ or ¿jack-hammer¿ technique during the intervention. The distal tip of the guidewire was visualized on fluoroscopy throughout the procedure and no difficulty was experienced when tracking the wire through the vasculature or across the lesion. The wire tip did not repeatedly prolapse during the procedure and did not remain in a prolapsed position. No resistance or friction was noted between the guidewire and the other devices during the insertion or withdrawal of these devices. It was not torqued against resistance and did not get caught or fixed at any time. The guidewire did not kink while being used and was not advanced through the struts of a previously deployed stent. The wire is reported to have behaved ¿normally and the lesion was treated with angioplasty. When trying to remove the guidewire from the vessel, the deflectable tip of the guidewire separated from the core wire. The wire was removed and the retained distal tip was retrieved with another catheter with no reported patient injury. A non-sterile pgw .018 sv short 300cm st was received coiled inside of a plastic bag. The guidewire presented evidence of an unraveled / stretched condition on the coil wire and the core wire was received fractured both conditions on the tip of the guidewire. No other anomalies were found during visual analysis. Functional test could not be performed due to the condition product. Sem analysis revealed evidence reverse bending and elongations in the area of fracture. Reverse bending or fatigue failures could be related to these surface characteristics, these types of failures occur due to a tensile overload. Also elongations can suggest pulling / stretching events. No other anomalies found during sem analysis. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The reported ¿distal tip / fractured-separated/in patient (peripheral)¿ event was confirmed based on the visual analysis. The reported ¿guidewire / withdrawal difficulty-from vessel (peripheral)¿ event was not confirmed since the product could not be properly evaluated. The cause of the event experienced by the customer as well as the unraveling / stretching and fracture conditions found could not conclusively determined. However, procedural / handling factors might have contributed to that issue. The flexible, delicate nature of the floppy guidewire tip configuration requires due care in handling and use, as directed in the device instructions for use (IFU). Tip fractures have been reported in procedures involving guidewire entrapment, total occlusions, highly tortuous vasculature and small side branches. The IFU warns to never push, auger, withdraw, or torque a guidewire that meets resistance. Users are instructed to use fluoroscopy to determine the cause of resistance and during any remedial actions. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation. It can also cause direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, users are warned to not allow the tip to remain in a prolapsed position in order to prevent damage to the guidewire tip. If any resistance is felt (due to vessel spasm, bent guidewire or guidewire entrapment) while manipulating or removing the guidewire; the IFU warns the user to stop the procedure. The user is instructed to not move or torque the device at this point and to first determine the cause of the resistance (with the use of fluoroscopy) before proceeding or taking any remedial actions. If the guidewire is moved excessively, it may break or become damaged. This may cause blood vessel injury or result in fragments being left inside the vessel. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. However, there are possible procedural factors (as evidenced by the results of the product analysis) that may have contributed to the event. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process. Therefore, no corrective actions will be taken.